Event description:
Real, r., linhares, p., fernandes, h., rosas, m. J., gago, m., f., pereira, j., vaz, r. Role of tc-sulesomab immunoscintigraphy in the management of infection following deep brain stimulation surgery. Neurol research international. 2011;2011:817951. Doi: 10.11 55/2011/817951. Summary: the authors evaluate the potential role of immunoscintigraphy with tc-labelled antigranulocyte antibody fragments (tc-sulesomab) in the management of infection in parkinson's disease (pd) patients following deep brain stimulation (dbs), the presence of which correlates with the extent of infection, thus I) allowing the differentiation of patients who should remove the entire system vs those who could receive a more conservative treatments; and ii) helping to determine the most appropriate timing for re-implantation. This study looked at 8 patients with pd who had been implanted with bilateral dbs in the subthalamic nucleus (stn) between (B)(6) 2002 and (B)(6) 2008 and had persistent device-related skin erosion and/or infection. The leads and stimulator were placed in a single stage procedure. Each patient experienced skin erosion and/or infection that was treated with antibiotics, but had persistent or recurrent wound dehiscence. Immunoscintigraphy was then performed between (B)(6)2009 and aptial 2010 and each patient was then subjected to wound debridement alone or in combination with either partial or complete hardware removal. Reported event: a female patient who was implanted with dbs for pd at age (B)(6) presented with wound dehiscence of the retroauricular incision and the left frontal incision. The patient had a staph aureus infection, and prior to the study had been treated with antibiotics and had undergone 7 surgeries in an attempt to control the infection, including two exchanges of dbs components. The details of each surgery were unclear, but the surgeries included removal or the ipg, extension cables and left electrode. Because of the persistent or recurrent wound dehiscence a tc-sulesomab immunoscintigraphy was performed. The tc-sulesomab immunoscintigraphy showed diffuse uptake (right frontal, left parietal and retroauricular). A surgery was performed during which purulent exudate was found over the right burr hole cap and along the extracranial trajectory of the right electrode. The patient was subjected to wound debridement and the right electrode was removed. The infection healed. A unilateral salvage pallidotomy was also performed.

Manufacturer narrative:
Unk implanted: unk explanted: unk lead model neu_unknown_lead lot# unknown serial# unk implanted: unk explanted: unk lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk.